Event description:
A certified ophthalmic technician reported that after an intraocular lens (iol) implant procedure the pt had an unexpected postoperative refractive outcome. In a follow up, the technician reported that the event continues, but no further treatment has been scheduled. The surgeon wants to give the eye more time to heal. An unapproved viscoelastic was used during the implant procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The viscoelastic indicated is not approved for use with the qualified cartridge combination for this lens model. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).